Event description:
It was reported that water was found on compressor's drainage bottle. Moreover, the compressor generated an alarm indicating low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
UDI related data quality updates. This event occurred on the (B)(6) on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The claimed issue was related to water in drainage bottle. The issue was reportable based on available information as the reported issue may lead to stop of ventilation. There was no patient harm. According to further information provided, the device was inspected water was found on drainage bottle. However, there was no water leakage from drainage bottle or manual drain valve. Moreover, low pressure alarm occurred during pre-use check (puc). Identification of issue has been done by analyzing problem description, service report and picture attached. Problem related with low pressure alarm was resolved by compressor tubing kit and the device was delivered to the user in working condition. The root cause of the issue has not determined.

Event description:
Manufacturer's ref. #:(B)(4).